Event description:
Dr. Was performing fess procedure with element system. During the procedure, he entered the brain. Customer said that element stopped tracking instruments, and reset to load exam screen. Pt needed csf leak repair, and was admitted to ICU.

Manufacturer narrative:
Hospital will be having a third party evaluation done on the element system which will be observed by medtronic. Further evaluation by medtronic will not be possible, until completion of this third party evaluation. Results from all evaluations will be provided in a follow-up report.